Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer treated with a shot and stated that the pump was working yesterday. Customer's blood glucose level was 362 mg/dl. This morning the customer could tell that her blood glucose level was a little higher. Customer tried to give herself insulin and received a no delivery alarm. Customer treated with a bolus and then with a manual injection. Customer was assisted in performing a 5.0u fixed prime, but customer received a no delivery alarm while navigating to the fill cannula. Customer received another no delivery alarm while trying to prime again. Customer stated that the insulin did not exit. Customer ran manual prime again and the insulin exited with the manual prime. It was explained that the alarm was caused by set/reservoir occlusion. Customer was advised that the pump was working as designed. Customer declined to return the sets for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)